Manufacturer narrative:
The reagent lot number is 92883801, with an expiration date of 30-jun-2026. The investigation is ongoing.

Event description:
The initial reporter received questionable lipc assay results from several patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result from the module was around 200u/l. The repeat result from another device was 35 u/l. This device was deemed stable. The doctors questioned the results from the module, prompting the reruns. The specific date of event was not provided. The date the event was reported was entered as the date of event.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The field service engineer inspected the module and replaced and readjusted the sample and reagent probes. He verified that the module was again performing according to specifications. The investigation determined that the service actions resolved the issue.